Event description:
It was reported that the 6600 system will not power up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power cord was found pulled out of the monitor cart. The power cord was reinstalled and secured during the service call. The system was tested and found to be working as intended and put back into service.